Event description:
The customer questioned differences in thyroid results between the elecsys and architect methodologies. One sample was submitted for investigation and the results obtained for free triiodothyronine (ft3) were discrepant. The result from the analytical e module analyzer was 1.89 pg/ml and the result from the centaur analyzer was 2.7 pg/ml. These results were reported outside the laboratory. There was no report of any adverse event. A specific root cause could not be determined as insufficient patient sample was available for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).